Manufacturer narrative:
G4: 25mar2020. B4: 30mar2020. The customer reported that a cable was the cause of the issue and the issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25march2020.

Event description:
It was reported that the unit had a white screen. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the liquid crystal display (lcd). The lcd was replaced; however, the issue persisted.